Event description:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the unit was cleaned and the printed circuit boards (pcb's) were refitted and the technical errors were no longer displayed. However, the ventilator did not pass the pre-use check test. The air gas module was found defective and in need of replacement. Replacement of the defective part solved the issue. The issue was confirmed in the provided log files. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). According to the received information, the cause of the issue has been determined and was related to defective gas module. The defective part was discarded by the customer and not returned for further investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 brand name. Previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model # previous version or model #: servo-I. Corrected version or model #: 6487800.